Event description:
It was reported that a demipulse generator was interrogated at a routine office visit and a pulse disabled due to an unknown reason message was received. It was also reported that the patient had an increase in seizures below baseline that was likely due to loss of therapy. The patient's frequency was reported as being 10 hz. Review of the programming history database revealed that the patient's frequency had been lowered from 30 hz to 10 hz without a corresponding change in magnet mode output current on the date of implantation ((B)(6) 2010). Review of the software database in the decoder spreadsheet revealed that the pulsemagnet. Rpulses parameter was incorrect causing a burst watchdog timeout at the programmed magnet mode output current of 2.75 ma if a magnet swipe occurred. Programming history was obtained from the treating physician that observed the pulse disabled message ((B)(6) 2010). Review of this history in the decoder spreadsheet confirmed the burst watchdog timeout event. Magnet output current was never changed at the previous office visits and the pulsemagnet.rpulses parameter was still saved as an incorrect value (6). No magnet swipes were registered until (B)(6) 2010. The burst watchdog timeout event occurred immediately following the first 4 magnet swipes on the generator (which were all registered as occurring at the same minute) on (B)(6) 2010. The patient was re-programmed at this office visit and the pulsemagnet.rpulses variable was corrected.

Manufacturer narrative:
Analysis of programming history.